Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had a measurement lock-up which inappropriately triggered the elective replacement indicator (eri). It was also reported that data was not available regarding the existing battery voltage. The device was reprogrammed, is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data collected from the device was received and analyzed. The analyst noted that the elective replacement indicator (eri) was triggered due to a measurement system lock-up error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.